Event description:
The customer returned the Gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the investigation indicates that the screen becomes noised. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection.A root cause could not be identified. Based on the results of the investigation, a likely cause of the malfunction identified could not be established. Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.